Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following fields have been updated, d4, d8, d9, h2, and h6. The device was not returned to olympus for inspection; however, the reported event was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the generator board. The most probable cause of the complaint is linked to device, but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing that the generator exhibited error code e433. There was no patient involvement.